Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent breast augmentation revision with a 250cc mentor memorygel breast implant experienced left sided baker grade iii capsular contracture post procedure. As a result, bilateral prosthesis replacement with 215cc mentor memorygel breast implants was performed.